Event description:
It was reported that during use with an unspecified amount of bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes the samples were clotted. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: coagulated collection tube the samples are coagulated without explanation.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retained samples were visually inspected, and no additive abnormalities were found. Complaints for sample quality are under statistical control for the month of september 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes the samples were clotted. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: coagulated collection tube the samples are coagulated without explanation.